Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was 68 mg/dl. The customer had a banana, peanut butter, crackers and jam. The customer blood glucose went back up to 160 mg/dl. The customer had been having trouble with button since she received the replacement and called to request a new insulin pump. The customer was advised that we would send a replacement per her request. The customer was advised to discontinue use of the device and revert to a backup plan of injections.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.